Manufacturer narrative:
Correction: product problem only. Correction: malfunction. The reported field event of oversensing was confirmed in the laboratory via review of the egms. The device was tested on the bench as well as using automated test equipment and no anomalies were noted. The root cause of the reported oversensing could not be determined as the oversensing could not be reproduced.

Event description:
Clarification of event: it was reported that during an attempted implant, oversensing due to noise was observed. Device was replaced. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported there was oversensing due to noise. The device was explanted and replaced.